Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary 7304 (B) (4) the device was returned and analyzed. Primary analysis finding: no anomalies found. Leads were inserted into each port and setscrew tightened; all setscrews held leads securely.

Event description:
It was reported that during the implant procedure the right ventricular pace/sense port would not make proper contact with the right ventricular lead. The physician also reported the impedance at greater than 4000 ohms. The device was not implanted. No patient complications have been reported as a result of this event.